Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, after connecting the opticross hd to the mdu5, the screen displayed opticross 6. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.